Event description:
It was reported that a spectrum pump experienced intermittent air-in-line alarms. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of intermittent air-in-line alarms through the history log, but could not reproduce it. Eval found the lower reading of the ultrasonic sensor to be out of spec with a fluid filled tube, caused by a failed upstream sensor. The failed upstream sensor was replaced.